Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer had failed. A field service engineer noticed signs of liquid on the bottom of some robots. The fse manually disassembled the drawer and cleaned all fluid signs from under the row boards using wipes. After clearing objects affecting the contacts and reassembling the drawer, the fse restarted the station. The customer was then able to recover the drawer along with all affected pockets successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 cubie a2 was not detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.